Event description:
A faculty representative reported that following an implantable collamer lens (icl) implantation procedure, the lens needs to be exchanged. Planned lens removal and replacement. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens was exchanged with a replacement lens of a longer length was implanted. The problem was resolved. Cause of the event was reported as patient-related factor - sometimes lenses rotate due to presumed anatomical predilection.